Manufacturer narrative:
A philips remote service engineer (rse) was called by the customer to assist with the replacement speakers volume control. Information regarding why the speaker needed to be replaced was requested but was not received. The original speaker was likely defective but this was not confirmed. There is insufficient information to rule out a product malfunction. The speaker has been replaced which resolved the customer's issue.

Event description:
The customer reported that they had to replace their speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.